Event description:
Aspen surgical received a report from the distributor indicating that a light shield was discovered with a crack in the product found by the end user. The item was not in use. No injury/death was reported. This report was filed in our complaint handling system as number (B)(4).

Manufacturer narrative:
No further information is available on the product at this time. However if any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Device not returned.